Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5+. It was noted that imaging was difficult. An xt clip (50418r1092) was successfully implanted. To further reduce tr, an additional xt clip (50418r1062) was implanted next to the first clip. However, it was noted that the second clip came in contact with the first clip, causing the first clip to partial move. A leaflet tear was suspected. To stabilize the clip, an additional clip was implanted, reducing tr to a grade of 3+. There were no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device (caused damage) appears to be related to user technique/procedural conditions, and due to this second clip interacting with the first clip, leading to partial clip movement of the first clip. Image resolution poor is related to procedural conditions as imaging was reported to be suboptimal. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5+. It was noted that imaging was difficult. An xt clip (50418r1092) was successfully implanted. To further reduce tr, an additional xt clip (50418r1062) was implanted next to the first clip. However, it was noted that the second clip came in contact with the first clip, causing the first clip to partial move. A leaflet tear was suspected. To stabilize the clip, an additional clip was implanted, reducing tr to a grade of 3+. There were no clinically significant delay in the procedure.